Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Fse (field service engineer) confirmed error codes 3125 and 3105. Checked cv4 and slaved in air sensor into the exhalation flow and the airflow. Discovered an issue with the airflow sensor. Fse replaced cv4, exhalation sensor, and the airflow sensor to resolve this issue. All test passed and equipment was put into service. The part was returned to the manufacturer for investigation: it was determined the reported complaint of the air flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Air delivery and exhalation flow accuracy issues reported. There was no patient involvement.